Manufacturer narrative:
This device is used for treatment not diagnosis. The outflow graft ((B)(4)) was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated component met all requirements for release. Review of controller log files was not possible since log files were not available for analysis. The reported event could not be confirmed since the device was not returned and there is no evidence or supporting data provided. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the event description, which indicates that "when patient sits up flows drop", it is likely that patient's repositioning may have caused the reported "inadequate flow rate" events due to intermittent kinking, twisting, and compression of the outflow graft.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Per dt2 clinical study: on (B)(6) 2015, the patient was seen in clinic after he had 2 low flow alarms. His wife called in evening stating that patient had several low flow alarms on way home from clinic and at home, but denied dizziness. They were reminded to not bend forward if able to avoid due to possibly kinking or obstructing outflow tract and to drink fluids. All medications were already taken including enalopril and coreg. To call in am with assessment prior to am meds. On (B)(6) 2015, a follow up with patient regarding low flow alarms occurred and on patient exhausted "today after long drive and clinic yesterday" has been drinking fluid, had very little to drink yesterday, and has been napping most of the day. Their doppler arrived today and will try and do a map pressure flows up to 3.9. On (B)(6) 2015, the patient called ongoing issues with low flows sent to the hospital for 2 units prbcs, per wife with some resolution. On (B)(6) 2015, still having low flows caused the hospital admission for further evaluation, the patient was admitted with low flows happed with changes in position on (B)(6) 2016, as concern for cannulation site, and was echo ordered. On (B)(6) 2015, low flows seen to be related to low volume 2nd to bleeding. On (B)(6) 2015, continues to have low flow alarms, start ivf and arrange for speed change echo, speed change echo done speed increased from 3100 to 3400 rpms with no change in flows lying down, when patient sits up flows drop, suspect outflow obstruction or kinking CT chest with contrast ordered, ivf was given prior to echo to rule out hypovolemia. On (B)(6) 2015, CT chest done to see patent's outflow cannula and it was without a thrombus or kinking of the outflow cannula. On (B)(6) 2015, per nurse's note there were no low flow alarms, card to see the patient walking in hall, looks good, and reportedly feeling good. On (B)(6) 2015, vad coordinator note long discussion with the patient and the surgeon - per CT pump is in the right position, low flow alarms have improved patient has none at night and gets them in the am after breakfast. The patient stated he can live with a few alarms if they do not interrupt his sleep. On (B)(6) 2015, the patient discharged from hospital, and seen in clinic still having low flow alarms. On (B)(6) 2015, the patient having low flow alarms from 11am-2pm then goes away, the patient takes cozaar at 10am, will do another speed change echo to determine if the aortic valve is opening and if not will change am losartan to add to the pm dose and see how that does as far as decreasing am alarms. On (B)(6) 2015 low flows less frequent at this time.